Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responding appropriately to button presses. There was evidence of keypad contamination found under all key contacts. Investigation also revealed that the display screen is faded and discolored. The display screen was replaced with a test display and the contrast returned to normal with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen is faded and discolored, and there was evidence of contamination observed under all button key contacts. This report is made based on results of investigation completed on (B)(4) 2013.